Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed crack on top of case and cracked right plunger case. Customer's reported issue was not duplicated during power-up and power-off. The root cause of the reported issues was not determined. Actions taken to mitigate the reported issue: replaced main printed circuit board as preventive action.

Event description:
It was reported that system failure time base background test. No patient injury reported.